Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shocking impedance for this right ventricular (rv) lead was out of range. Shock lead impedances had reportedly been trending high and reached 125 ohms. The clinician reportedly intended to continue to monitor the patient as the impedance trend appeared to be fairly stable. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.